Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The mechanism on the cam lever on the base unit appears to be broken inside; doesn't hold the transitional member in place at all even when the tension in the bottom screw was changed. This issue was found prior to a case so no patient was involved. The event did not lead to a significant increase in surgery time. Additional information has been requested.